Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 19mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, eight (8) months due to aortic regurgitation. The tavr procedure was performed with a 20mm 9600tfx transcatheter valve. The procedure was successful and the patient was noted to be in recovery post procedure.

Manufacturer narrative:
Updated: a1, a2, b4, b5, d4, g4, h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information despite multiple requests for information by the manufacturer. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm surgical valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to aortic regurgitation. The tavr procedure was performed with a 20mm 9600tfx transcatheter valve. The procedure was successful and the patient was noted to be in recovery post procedure.